Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, dyspareunia, infections, urinary problems, bleeding, emotional distress, recurrent prolapse, vaginal cramps while walking or sitting, constipation, and diarrhea. No further information has been provided.